Event description:
The patient involved had a v-fib arrest. Lifepak 15 was pulled up to the table. The cable attached to the defibrillator became unattached. As a result, the EKG was not visible on the screen. We reattached the cable without a rhythm showing on the screen. We used the paddles to defibrillate the patient in the cath lab. We charged with 200 j successfully and were unable to shock the patient from the machine. We immediately shocked the patient with the paddles. It is unknown if the faulty cable interfered with the inability to shock the patient with the lifepak 15, and this is under review. The manufacturer's representative (stryker) has been contacted and we will be clarifying with him. The lifepak 15 has been removed from service and sequestered. Bio-medical engineering is aware and has been in communication with the manufacturer. Ultimately, there was no patient harm.